Event description:
It was reported that a patient¿s freestyle libre 3+ sensor failed to pair and required replacement, and the patient declined troubleshooting education and was transferred to a partner organization for replacement coordination. No clinical signs, symptoms, or conditions were reported. Outcomes included the need for device replacement without medical intervention or hospitalization. User support included review of the reported pairing failure and confirmation that troubleshooting guidance was offered. Investigation of this case revealed a communication or pairing malfunction of the cgm sensor requiring replacement, with no additional device component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was an isolated device malfunction related to sensor pairing.